Manufacturer narrative:
No complaint was received with the return of the device. A failure event was observed during analysis. As received, only the distal end of the lead was returned in one piece for analysis. A visual inspection of the lead revealed multiple insulation abrasions. An external insulation abrasion exposing the outer coil, located in the region between the distal tip and the suture sleeve tie impression, caused by friction to another device or feature of the heart. Two internal insulation abrasions exposing the outer coil were revealed in the region between the suture sleeve tie impression and the cut end of the lead, caused by friction to the device can. Additionally, electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis.